Manufacturer narrative:
Analysis was performed by a philips field service engineer (fse), who went onsite and determined that the speaker required replacement. The fse advised that the equipment is obsolete. Based on the results of the analysis, it was determined that the product has malfunctioned, and the cause of the reported problem was the speaker. The issue was resolved by replacing the speaker, and the device was returned to use at the customer site. Section d: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
Philips received a complaint on the suresigns vm 6 patient monitor indicating that there was an audio error. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.